Event description:
The complaint involved a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap that was reported to leak a chemotherapy drug during infusion. There was no concomitant device involved, no bleedback, no adverse event/patient harm, and no delay in critical therapy. The chemo spill was cleaned up per facility protocol with a spill kit; the set was replaced and therapy resumed. There was no physical damage noted on the device. There was no unprotected chemotherapy exposure to the healthcare provider or patient.

Manufacturer narrative:
One used sample item list #ch3034 connected with a plum set with orange tubing were returned for evaluation. As received, there was no physical damage nor any anomalies observed. The sample was tested according procedure and leakage was observed to be coming from the filter vent of the drip chamber. No leaks from the ch3034 set were observed. A leak was confirmed from the filter vent on the drip chamber from the plum set. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record review could not be conducted because a lot number was not identified.